Manufacturer narrative:
Gas/air leak hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: technical event: 233005 (pressure sensor tolerance).